Event description:
I had mesh and bladder sling implant without any consent. Now I can't work at all. I need gadget's to help me take care of house and gadget bought so I can sit in car and get out better (swivel seat). The mesh coming through both rectum and vaginal wall also nerve damage to both buttock cheeks where dr (B)(6) went through.